Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient says that their rtm is "worn out" and patient services asked if its physically worn out or damaged and they said no. They said the issue is when they put it on the implant it won't connect, and if it does connect it will only connect for a short time. They said this started "about 2 weeks ago" and confirmed it started in february. They said in the last 3-4 days its been really hard to connect and charge. If pt presses recharge and starts passive recharge mode, they can't get the positional number "above like 10". They said the recharger (rtm) gets "very, very hot". The issue was not resolved. Pt called back stating they were getting a new recharger because it was broken. Pt also noted that the controller battery went from 100% to saying to be recharged in 2 to 3 hours; pt noted their controller rapidly depleted when they were trying to recharge their implant. Pt noted when they called earlier they were told to reset their controller but now their controller was not charging. During call pt looked at the controller battery compartment and the second and third pins were bent; pt did not see any barcode or the outline of aa batteries in battery compartment (ps understood the controller battery was split and part of the battery was still stuck in the controller.) Pt noted when they put the battery back in it won't charge but it turns on. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755 serial/lot #:(B)(6), this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.